Manufacturer narrative:
The insulin pump was received with intermittent button response and had a button error alarm due to corroded keypad traces. No unlock connector noted. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot and missing the end cap sticker.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's act button was unresponsive. Blood glucose level at the time of the incident was 128 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.